Event description:
A patient reported that on (B)(6) 2016 she forgot and bent over for something. The patient stated when she did that she started to feel stimulation. The patient stated that it was hard for the first few minutes and felt a quick vibration. The patient noted she went to the bathroom 4 times that night. The patient stated that she did not mess with the patient programmer because she was too afraid she would mess up the implantable neurostimulator (ins). The patient noted that if she bends a certain way she feels stimulation. The patient noted she called her healthcare professional (hcp) but they were closed. The patient was on program 1 at 2.0 v and the ins was on. The patient noted she did not want to increase it. The patient turned off the patient programmer and will follow up with her healthcare professional (hcp). Additional information from the patient reported the vibration and positional stimulation was resolved. The patient stated to resolve the vibration sensation and the positional stimulation they had a doctor's appointment and he checked the everything out. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.